Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer representative (rep) regarding a clinician programmer. It was reported that the clinic had programming errors before. A specific date or year when this occurred was unknown. No further issues were reported or anticipated.